Manufacturer narrative:
(B)(4). This complaint was confirmed by evaluation of the provided photos. Visual evaluation of the provided photo identified damage to the pouch that is visually consistent with thermal damage. Sterility has been breached as the damage is visible to the outer pouch and the photo cannot confirm if the thermal damage compromised the vendor seal. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event can be attributed to the packaging operator not following the work instructions provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure, the surgeon noticed that the sterile packaging for this pin appeared damaged and difficult to open. The surgeon opted not to use or open the device due to the packaging condition. No complications, injuries, or surgical interventions were required due to this malfunction. Attempts have been made, and no further information has been provided.